Event description:
An issue associated with cm3100 hospital system resulted in the duplication of a patient profile (patient a) and a missing profile for another patient (patient b) in merlin.net patient care network (pcn) heart failure portal. No patient injury was reported. The issue is currently under investigation. MDR (B)(4) was created for patient a.

Manufacturer narrative:
Fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud notice issued by abbott. CAPA 139725 has been initiated to investigate this issue.